Manufacturer narrative:
Please refer to the attached investigation report. The device model involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported noise sensing with multiple psa devices during the implant attempt of the subject lead, and lead measurement values were not able to be obtained because of it. The physician noted that the same issue was incurred with a second lead. Subsequently a third lead (same lead model) was implanted and connected to a temporary pacemaker, which resulted in successful atrial pacing and an appropriate p-wave amplitude measurement. Furthermore, it was also noted that the ventricular lead, which was implanted first, was successfully tested using the first psa device. The observed noise was described as having a continuous and low-amplitude waveform.